Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated from a cobas® liat® system (s/n (B)(4)). A customer from (B)(6) alleged that they received potential false positive results for a patient¿s sample teste with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6) 2021 run # (B)(4) generated an influenza a positive, influenza b negative result for a patient¿s sample when analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s same sample was repeat tested on a different cobas® liat® system (s/n (B)(4)) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. No patient details were made available, and no harm or injury was indicated. No information on sample collection or handling was provided. The negative results were reported out to the patient and/or personnel treating the patient.

Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was not recommended to be returned for evaluation and repair. From the inspection of the system¿s data, it was identified that two major disturbances were observed in the background levels of the analyzer, with a reduced impact on the baseline levels of the analyzer. Two leakages occurred in this analyzer after runs # (B)(4). Run # (B)(4) was confirmed to have made a potential false positive call for the influenza target of the scfa assay. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number: 07341920190 and UDI: (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number: 09211101190 and UDI: (B)(4). (B)(4).